Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No over or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone the blood glucose level was high. Patient's blood glucose level at time of incident was 453 mg/dl. Patient's current blood glucose level was 387 mg/dl. Customer was alleging pump was under delivery . The insulin pump will be returned for analysis.